Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B)(6) results was due to the loose wire crimp in connector. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur (B)(6) result was obtained on a pt sample. The result was reported to the physician. The sample was retested and corrected result was reported. There was no report of pt intervention or adverse health consequences due to the discrepant (B)(6) result.